Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 2000021005/5038521.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility.